Manufacturer narrative:
The reason for this revision surgery was the result of a patient indicating joint instability issues after 3 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) trauma, (B)(4) pain, (B)(4) infection, and others for causes un-related to product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint instability. Factors that may contribute to joint instability that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient complaining of instability.